Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieve, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument broke inside the patient. There was no report of patient harm, adverse outcome or injury and the procedure was completed. On (B)(6) 2018, intuitive surgical followed up with the robotics coordinator at the hospital who confirmed that the fragment was retrieved during the same da vinci procedure.